Event description:
It was reported that an infusion pump was alarming for high pressure. Troubleshooting was unsuccessful. The patient was going to the emergency room, no further details were provided. No patient injury was reported.

Manufacturer narrative:
Catalog number is unknown. Model number is unknown. UDI information is unknown. Operator of device is unknown. Premarket (510k) number is unknown. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Health effects, evaluation codes: updated. Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause of the alarm is the dso sensor. A serial number was not provided by the customer so a DHR review was unable to be completed. If the device is later returned, the complaint will be reopened and an investigation will be completed.